Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope leakage, disconnection. During inspection and evaluation, the adhesive part of the objective lens came off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿leakage, disconnection¿ was confirmed. The following findings were noted during device evaluation: due to a pinhole on universal cord, water tightness is lost, due to damage on light guide-cover glass, water tightness is lost, scratches and chips found throughout the device, due to wear of angle wire, and bending angle in up direction does not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens adhesive peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors and or user hand handling/mishandling. Olympus will continue to monitor field performance for this device.